Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. Review of the pump data by tandem technical support verified that there was no out of insulin alarms and fill estimate issues; however, confirmed multiple alarm 30s. Additionally, a cartridge change error message occurred. The customer successfully reloaded the cartridge. Customer's blood glucose was 280 mg/dl. The customer reverted to manual injections for insulin therapy.